Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for evaluation. Based on the results of the information provided, the investigation results presumed that the connector was hit by a hard object or aged by accumulated stress toward loosen direction. Subsequently, the connector was broken. The suggested event is detectable/preventable by handling the equipment in accordance with the following IFU. Chapter 5 inspection and preparation before use. 5.6 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. [Warning]: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the orange channel of the endoscope reprocessor was cracked. The issue occurred during reprocessing. There were no reports of patient harm.